Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor and c-arm cable. System operates as intended.

Event description:
The customer reported that the system would not produce x-rays. No patient injury was reported.